Manufacturer narrative:
(B)(4). It has been communicated that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas in-line valve with siphon guard was occluded prior to implantation. The valve (82-8804) was intended for implantation; however, date of implant and intended initial setting are unknown. During the implant surgery, it was confirmed that csf did not flow after the valve and catheter were implanted. It seemed that the needle guard was loose. The surgeon attempted to make flow several times, but it did not flow. Therefore, a another valve (82-8805) was implanted. The valve (82-8804) seemed to be damaged. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The products will be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected; it was noted that the needle base was raised. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the root cause for the raised needle guard base was likely due to user error. As noted in the IFU: do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.